Event description:
Date of event unknown, rhythmlink device rlsnd121-2.5, lot number pm00031540 was being used during a posterior cervicothoracic fusion c2-t4. Procedure lasted 7 hours 15 minutes and upon removal it was discovered that the electrode in the right ankle detached from the black hub of the needle assembly. Imaging occured in post op and did not reveal the retained fragment, fragment was not located.